Event description:
Procedure type: orthopedic. According to the reporter: the patient had a traumatic amputation of the finger. Dr. Repaired the tendon and secured a button with the suture. The suture is brought through the fingernail and tied over a button. The finger was splinted and protected and has had no external trauma to the suture or the button. Suture removal was 6 weeks. The suture failed between 3 to 4 weeks after surgery. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 02/20/2009.